Event description:
The ventilator was connected to the patient. The customer reports the ventilator failed to deliver o2. The o2 alarm was activated. The customer stated the patient was ventilated with air only. There was no patient injury.